Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Boston scientific technical services (ts) provided the shock impedance measurements for each of the lead vectors with the highest measurement noted to be 166 ohms for the rv lead to right atrial lead vector. Ts indicated that the associated device has never delivered a shock. Ts provided guidance to the healthcare provider (hcp) to program the shock impedance upper limit to 175 ohms and discussed performing commanded shock testing. Ts explained that the high impedance could be due to calcification on the rv lead coil, which is why commanded shock testing would be important in order to test the ability to charge and deliver a shock without an open circuit fault occurring. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements. The most recent value was noted to be 175 ohms and the last measurement taken in the clinic was 160 ohms approximately two months ago. The prior measurement taken in the clinic in 2021 was 140 ohms in the triad configuration. Ts noted that based on the previous vector breakdown, the rv lead coil impedances are likely higher. Ts reviewed with the boston scientific field representative the concern of shock truncation when the shock impedance value is greater than 145 ohms. It was indicated that the daily measurement high shock impedance limit was changed to 175 ohms back in 2021 but a commanded maximum energy shock test was not performed at that time. Ts subsequently sent the shock impedance measurements for each vector from the last check in the clinic to the field representative. Ts indicated that the data points to a rv lead coil concern. The field representative indicated that the plan was to see the patient in the clinic the following week. Subsequent additional information from the field representative indicates the patient will be scheduled for a rv lead replacement sometime in the near future and no commanded maximum energy shock test has been performed. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Boston scientific technical services (ts) provided the shock impedance measurements for each of the lead vectors with the highest measurement noted to be 166 ohms for the rv lead to right atrial lead vector. Ts indicated that the associated device has never delivered a shock. Ts provided guidance to the healthcare provider (hcp) to program the shock impedance upper limit to 175 ohms and discussed performing commanded shock testing. Ts explained that the high impedance could be due to calcification on the rv lead coil, which is why commanded shock testing would be important in order to test the ability to charge and deliver a shock without an open circuit fault occurring. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements. The most recent value was noted to be 175 ohms and the last measurement taken in the clinic was 160 ohms approximately two months ago. The prior measurement taken in the clinic in 2021 was 140 ohms in the triad configuration. Ts noted that based on the previous vector breakdown, the rv lead coil impedances are likely higher. Ts reviewed with the boston scientific field representative the concern of shock truncation when the shock impedance value is greater than 145 ohms. It was indicated that the daily measurement high shock impedance limit was changed to 175 ohms back in 2021 but a commanded maximum energy shock test was not performed at that time. Ts subsequently sent the shock impedance measurements for each vector from the last check in the clinic to the field representative. Ts indicated that the data points to a rv lead coil concern. The field representative indicated that the plan was to see the patient in the clinic the following week. Subsequent additional information from the field representative indicates the patient will be scheduled for a rv lead replacement sometime in the near future and no commanded maximum energy shock test has been performed. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements, including measurements greater than 200 ohms. The most recent value at last check was noted to be 170 ohms. Ts discussed with the boston scientific field representative possible causes and possible troubleshooting, including the option at the physicians discretion to perform a commanded maximum energy shock test to determine the true shock impedance value, though ts noted the shock impedance may temporarily go down but may go back up again. Ts also discussed the concern of ineffective shock therapy because of a monophasic shock waveform when the shock impedance is greater than 145 ohms. No patient symptoms were reported. Subsequent additional information from the field representative indicates the physician and patient have chosen to have this rv lead extracted and replaced next month. The cause of the high out of range shock impedance on this rv lead is unknown at this time. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Boston scientific technical services (ts) provided the shock impedance measurements for each of the lead vectors with the highest measurement noted to be 166 ohms for the rv lead to right atrial lead vector. Ts indicated that the associated device has never delivered a shock. Ts provided guidance to the healthcare provider (hcp) to program the shock impedance upper limit to 175 ohms and discussed performing commanded shock testing. Ts explained that the high impedance could be due to calcification on the rv lead coil, which is why commanded shock testing would be important in order to test the ability to charge and deliver a shock without an open circuit fault occurring. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements. The most recent value was noted to be 175 ohms and the last measurement taken in the clinic was 160 ohms approximately two months ago. The prior measurement taken in the clinic in 2021 was 140 ohms in the triad configuration. Ts noted that based on the previous vector breakdown, the rv lead coil impedances are likely higher. Ts reviewed with the boston scientific field representative the concern of shock truncation when the shock impedance value is greater than 145 ohms. It was indicated that the daily measurement high shock impedance limit was changed to 175 ohms back in 2021 but a commanded maximum energy shock test was not performed at that time. Ts subsequently sent the shock impedance measurements for each vector from the last check in the clinic to the field representative. Ts indicated that the data points to a rv lead coil concern. The field representative indicated that the plan was to see the patient in the clinic the following week. Subsequent additional information from the field representative indicates the patient will be scheduled for a rv lead replacement sometime in the near future and no commanded maximum energy shock test has been performed. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead continues to exhibit high out of range shock impedance measurements, including measurements greater than 200 ohms. The most recent value at last check was noted to be 170 ohms. Ts discussed with the boston scientific field representative possible causes and possible troubleshooting, including the option at the physicians discretion to perform a commanded maximum energy shock test to determine the true shock impedance value, though ts noted the shock impedance may temporarily go down but may go back up again. Ts also discussed the concern of ineffective shock therapy because of a monophasic shock waveform when the shock impedance is greater than 145 ohms. No patient symptoms were reported. Subsequent additional information from the field representative indicates the physician and patient have chosen to have this rv lead extracted and replaced next month. The cause of the high out of range shock impedance on this rv lead is unknown at this time. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited fracture. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Boston scientific technical services (ts) provided the shock impedance measurements for each of the lead vectors with the highest measurement noted to be 166 ohms for the rv lead to right atrial lead vector. Ts indicated that the associated device has never delivered a shock. Ts provided guidance to the healthcare provider (hcp) to program the shock impedance upper limit to 175 ohms and discussed performing commanded shock testing. Ts explained that the high impedance could be due to calcification on the rv lead coil, which is why commanded shock testing would be important in order to test the ability to charge and deliver a shock without an open circuit fault occurring. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.